Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and confirmed the fluctuating o2 concentration. The nozzle units in the gas modules were replaced, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle units were not returned for investigation. The evaluation of provided device logs confirms the reported event of fluctuating o2 concentration. The logs showed that the ventilator alarmed for low o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).